Manufacturer narrative:
A united state (us) customer reported being cut on their hand while trying to resolve a cuvette jam on an atellica im 1300 instrument. The operator was not wearing personal protective equipment (ppe) and was potentially exposed to biohazardous material. System is currently operational and no issues were alleged with the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator was cut on their hand while trying to resolve a cuvette jam on an atellica im 1300 instrument. The operator was not wearing personal protective equipment (ppe) while attempting to clear the jam and was sent to the emergency room (ER) to be drawn for hepatitis testing. There were no known reports of adverse health consequences due to the event.